Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that patient with this implantable pacemaker stated that the pacemaker did not work right. Also, patient advocated stated that "the lead was not connected". Moreover, the lead was connected but patient never got better. A new device was implanted and added an extra lead however, patient still experiencing out of breath. This device was explanted. No additional adverse patient effects were reported.